Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not experiencing pain relief for a few months. It was indicated that this was due to paint issues and not device issues. The physician was attempting a device revision procedure, during review under fluoroscopy the physician decided to explant the device, and completed the procedure with a non boston scientific neuromodulation device.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. The returned spacer was analyzed and visual examination of the returned implant revealed severe damage to the implant body, and severe scrapes were observed on the cam lobes. The damage is most likely to had occurred during the explant procedure. The implant functioned acceptably during the functional test. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Based on all available information, engineers concluded that the implant functioned acceptably during the functional test, and that it was damaged during the explant procedure.

Event description:
It was reported that the patient was not experiencing pain relief for a few months. It was indicated that this was due to patient issues and not device issues. The physician was attempting a device revision procedure, during review under fluoroscopy the physician decided to explant the device, and completed the procedure with a non boston scientific neuromodulation device.